Event description:
A malfunction was reported on the customer's pump, identified with a malfunction code of malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller with the process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any further issues arise.